Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a pyxis interface issue. A technical support specialist remotely accessed the server and resent messages to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had an issue with the pyxis interface. The customer reported that the ehr was not detecting, and medications were being dispensed from the pharmacy instead of pyxis. There were no adverse events or injuries reported as a result of this incident.